Event description:
It was reported that a user experienced repeated dexcom g7 sensor pairing failures to the ilet, which were traced to the ilet being configured for a dexcom g6 rather than a g7; after switching the ilet setting to g7, the sensor paired as expected. Symptoms included no adverse clinical effects. Outcomes included no change in clinical condition and no interruption to therapy after correction. Investigation included technical troubleshooting and user guidance on device configuration. Investigation of this case revealed a user setup error in sensor selection on the ilet. It was concluded that the device functioned as designed and that the event resulted from incorrect configuration rather than a device malfunction.